Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly noted during test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call cosmetic damage, diminished battery life and rewind anomaly. Customer's blood glucose level was unknown. Customer advised the display screen was hard to read and the insulin pump was louder during the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.